Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record identified no deviations or anomalies. The returned box of derma carriers was reported to have contained one or more units that had particulate in the packaging. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form dictates that the sampling size for qa inspection for this product must be at least (B)(4). The particulate inside the packaging of the returned product is not within acceptance criteria, as there are 3 loose particulates within the sealed packaging, and is therefore non-conforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with, limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per, housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer (B)(4). This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that there was "package defect. Foreign substance / loose particles were found in sterile package (larger than 0.60sqmm). A stain was found on the product." No additional patient consequences were reported.